Manufacturer narrative:
Batch review performed on 13 may 2019. Lot 186530: (B)(4) items manufactured and released on 29-nov-2018. Expiration date: 2023-11-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants involved: liner: mpact 01.26.2854mhc double mobility hc liner 28/dmg (k092265), lot 186325: (B)(4) items manufactured and released on 09-oct-2018. Expiration date: 2023-09-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cup: mpact 01.32.154mb double mobility acetabular shell ø54 (k143453), lot 184746: (B)(4) items manufactured and released on 15-oct-2018. Expiration date: 2023-10-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Stem: quadra-h 01.12.24sn cementless, ha coated std stem size 4, short neck (k093944), lot 187009: (B)(4) items manufactured and released on 10-dec-2018. Expiration date: 2023-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 15 days after primary the surgeon revised the patient hip implants for an infection (the pathogen is unknown). All hardware revised. The surgery was completed successfully.